Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope suction valve tested positive for 1-9 colony forming unit (cfu) of citrobacter freundi and enterococcus faecalis. The scope suction connection tested positive for greater than 10 colony forming unit (cfu) of escherichia coli and enterococcus faecalis and tested positive for 1-9 colony forming unit (cfu) of klebsiella pneumoniae and enterococcus species. The scope biopsy valve tested positive for 1-9 colony forming unit (cfu) of escherichia coli, klebsiella pneumoniae and staphylococcus hominis. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
No cleaning, sterilization, and disinfection information available from the customer. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to a chip on distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deformation of lock engagement lever, up/down knob could not be locked securely, light guide lens chipped, adhesive on angle rubber chipped, right/left knob deformed, and pinhole in switch 1. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.